Manufacturer narrative:
Analysis of the returned anchor found that the distal end of the anchor was torn off from the proximal end resulting in the metal insert becoming unattached. The damage is consistent with an over-stress condition or sudden event the anchor was subjected to while still in vivo.

Event description:
It was reported that the implanted anchor was damaged and cut into two halves. As a result, the anchor was explanted on (B)(6) 2019.